Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer informed the technical support engineer (tse) that the bipolar was not working. The tse reviewed the logs and found no errors. The customer stated they tried two instruments and 3 bipolar power cords and still couldn't get bipolar working. The tse asked if the customer got a question mark on the vio dv 2.0 integrated electrosurgical unit (erbe) and the customer stated originally, they were. The customer stated they were able to get the arm to register on the erbe but still no power. The customer didn¿t call in at the time of the issue so no troubleshooting was done with tse. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed the bipolar on the erbe did not work. To troubleshoot, they changed the bipolar cord 3 times and changed the instrument. They powered off the erbe and restarted and it still did not work. The procedure was completed robotically as planned, using the e-100 generator with vessel sealer extend and monopolar curved scissors. There were no complications, and the patient was doing well.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Isi received the integrated electrosurgical unit (iesu) and completed the device evaluation. The unit was analyzed, and the reported failure was confirmed and reproduced. Bipolar ports #2 was loose. The unit energized and cauterized in all ports and recognized instruments.